Event description:
It was reported that during sterilization process, it was notice that the ball bearing and spring of the provisional were missing.

Manufacturer narrative:
Visual inspection of the returned ef 11mm shim identified that both ball bearings and springs had disassembled from the device. One of the ball bearings was returned and was pitted and worn. Accurate dimensional analysis of the ball bearing could not be performed due to the damage. The remaining ball bearing and springs were not returned. This device is used for treatment. Reported information indicates that the ball was noted to be missing after ultrasonic cleaning. Previous investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. This issue has been reported to the FDA under z-1052-2015.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete